Manufacturer narrative:
Summary of evaluation: examination results indicate that there was some obstruction to backwards movement of the insert in the baseplate during attempted assembly which caused the snap tab to curl up on itself.

Event description:
The tibial insert would not fit in the corresponding baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.